Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the paramedics treated the customer's low blood glucose. The customer stated that the batteries died before she could correct the programming in the insulin pump. No further info was provided.